Manufacturer narrative:
Additional information: h11. H11: upon further information from the customer, the event was not related to the baxter pump. The event has been an intermittent issue non-related to pump implementation (not further specified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syr had ¿artifact¿ during either an electroencephalogram (eeg) or electrocardiography (ECG) evaluation while the novum syringe pump was in use in the same room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.